Event description:
It was reported that the external pulse generator had a component loose inside it and it was returned for service. Follow-up determined that it was found during routine testing and there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis could not confirm the reported event. No loose part was found in the device. Capacitor is missing from the main printed circuit board assembly. Lower case and both bail covers are missing. One printed circuit board flex is creased. Battery contacts are compressed. The ring is bent. Keyboard window is scratched. Serial number label is torn.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Evaluation summary: (B)(6). Analysis could not confirm the reported event. No loose part was found in the device. Capacitor is missing from the main printed circuit board assembly. Lower case and both bail covers are missing. One printed circuit board flex is creased. Battery contacts are compressed. The ring is bent. Keyboard window is scratched. Serial number label is torn.